Event description:
The customer reported that after delivering CPR to a pt using a qcpr meter the paramedics noted deep abrasions of the skin through to underlying tissues that were located beneath where the CPR meter had been placed. The involved pt was described by the customer as being "old, very thin, very brittle" and had very poor chest compliance. They initially had difficulty reaching the proper depth as the sternum and ribs seemed to collapse into the chest without any rebound which they stated was not unusual for this type pt. After a period of time the depth meter showed proper compression, they got very good etco2 readings and twice got transient return of pulses. The involved pt died, but the customer has stated that the pt outcome was not related to the device.

Manufacturer narrative:
(B)(4). The customer reported that after delivering CPR to a pt using a qcpr meter the paramedics noted deep abrasions of the skin through to underlying tissues that were located beneath where the CPR meter had been placed. The involved pt was described by the customer as being "old, very thin, very brittle" and had very poor chest compliance. They initially had difficulty reaching the proper depth as the sternum and ribs seemed to collapse into the chest without any rebound which they stated was not unusual for this type pt. After a period of time the depth meter showed proper compression, they got very good etco2 readings and twice got transient return of pulses. The involved pt died, but the customer has stated that the pt outcome was not related to the device. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.